Manufacturer narrative:
(B)(4). To date the lens is still implanted (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) unfolded in the eye with the haptics sticking together in the middle of the optic. The surgeon feels the best thing to do is just sit and wait (let the lens unfold by itself). No patient injury reported.

Manufacturer narrative:
No visual inspection was performed as the lens remains implanted. The reported complaint could not be verified. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured according to specification. The units were released according to specification. A search on complaints revealed no other complaints were received for this order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.